Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was removed from the patient. When putting the obturator back in it was noticed that the blade did not disengage from the time it was used at the original insertion. The same trocar was used without the obturator to complete the procedure. No adverse consequences reported. It is unknown if the trocar is available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was removed from the patient. When putting the obturator back in it was noticed that the blade did not disengage from the time it was used at the original insertion. The same trocar was used without the obturator to complete the procedure. No adverse consequences reported. It is unknown if the trocar is available for return.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was removed from the patient. When putting the obturator back in it was noticed that the blade did not disengage from the time it was used at the original insertion. The same trocar was used without the obturator to complete the procedure. No adverse consequences reported. It is unknown if the trocar is available for return.